Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the return sample and archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 04/29/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
"Customer reported the plastic protective casing around the needles easily slide off without having to touch them. The safety locking mechanism is often loose and closes upon itself while the needle is inside the patient's arm. Some needles have had missing attachments like connectors. Needle holder attachment detached while changing tubes. It seems to be more painful for the patients."

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct "report type (b1)" provided in the initial MDR 3014312726-2024-00205. The previously reported report type (b1) is adverse event and product problem was incorrect. The correct report type (b1) is product problem only.